Event description:
Customer called to report the meter was not downloading properly and also had connecting, transmitting idle screen on when not in base. Customer also noticed blackened connector pins; no other evidence of burning or melting. No adverse event reported. A request was made for the return of the device and a replacement was sent.